Event description:
Olympus became aware of the event through an internet article wherein the hospital had reportedly reprocessed their endoscopes incorrectly over a two-day period (2003). The hospital reported the eighty pts potentially affected have been notified by phone through physician interviews, and will receive a follow-up letter. Serologic testing for hiv, hepatitis a, b and c will be offered to these pts now, and again in six months. To date, none of the pts have reported clinical signs or symptoms of infection results from their procedures.